Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The generator was calibrated during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9900 system had a regulator error during a case. The procedure was completed without incident. No pt injury was reported.